Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the pumps would not power on and had evidence of moisture behind the display screen lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4)-product analysis: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed moisture within the display screen and infrared port. The pump could not power on during investigation.